Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the programmer printer will not print due to printer switch is broken off. Analysis also found the ECG (electrocardiogram) connector is loose on the lem (link electronic module) printed circuit board assembly. It is noted the programmer failed multiple lem tests. Audio loopback functional test found out of specification; microphone found out of electrical specification. (B)(4).

Event description:
It was reported, the paper drawer doesn't work; it doesn't feed paper. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. No patient complications were reported as a result of this event.